Event description:
It was reported that the patient experienced unspecified issues with a sling device leading to an artificial urinary sphincter (aus) implant procedure. No information about the patient's outcome was provided. Additional information received. The patient suffered of urinary incontinence, therefore, he was upgraded from sling to aus.